Event description:
Additional information received identified the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient failed to charge the ipg as recommended. As a result, the ipg was unable to establish communication with external devices and deemed inoperable. In turn the patient underwent surgical intervention wherein the patient ipg was explanted and replaced.